Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that appeared to be due to myopotentials. The oversensing resulted in pacing inhibition and asystole of greater than 2 seconds. There was also some undersensing of fine ventricular fibrillation (vf) that occurred during an episode where tachy therapy was successfully delivered. Boston scientific technical services (ts) stated the vf was very fine and may have been below the sensing threshold which is why it was undersensed. The shock was still delivered and the rhythm was successfully converted. Subsequently, the physician elected to replace the rv lead due to the oversensing and pacing inhibition. Both the crt-d and the rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.